Event description:
It was reported by the chief perfusionist that initially while under fluoroscopy the intra-aortic balloon (iab) could be seen inflating and deflating. The console continued to pump under fluoroscopy and it could be seen that the iab was no longer inflating and deflating. The cardiologist feared that the iab might be ruptured and decided to remove the iab. At this time, the cardiologist attempted to remove the iab by pulling it through the sheath; however, the iab would not exit the sheath as it had been inflated. As a result, the iab was removed with the sheath as one unit. The cardiologist requested a datascope intra-aortic balloon pump (iabp) console and datascope iab catheter. The iab was inserted with no problems. There was no reported pt death or injury. Medical/surgical intervention was not required. There were no reported pt complications. The delay in iab therapy was for the time frame it took to insert the datascope iab. The pt outcome is listed as ok at this time. Additional info received on 08/19/2011 from the (B)(4) stated that the pt did expire and according to the chief perfusionist, the death is unrelated to the delay in therapy related to the iabp. Reference MDR #1219856-2011-00306 for the related iabp report.

Manufacturer narrative:
MFR control no. (B)(4). F/u report will be filed if additional info becomes available.